Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported that a vertical black line developed today in the middle of the screen of the meter. Patient stated she can still read information from the meter clearly. No adverse event was reported. Requested return of the alleged meter for evaluation.